Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump; it was reported that the patient had 3 medications in their pump. The indication for use was non-malignant pain. The patient was noted to be taking percocet 10mg 5x a day for pain. It was reported that a mass surrounding the catheter tip was found during a computerized tomography (CT) scan. It was unknown if the issue was resolved. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.